Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was dislodged into the hub during mapping. The issue was discovered when they noticed a backflow of blood from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the procedure was completed. Additional information was received. The hemostatic valve (gasket) did not break into two or more separate pieces, looks like it just advanced into hub. The hemostatic valve detached from the sheath and pushed into hub. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient was okay. Carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium had to be replaced. The approximate volume of blood that was lost was minimal. Unsure of volume. It was immediately noticed so it was not much. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 04-aug-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was competed on 02-sep-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was dislodged into the hub during mapping. The issue was discovered when they noticed a backflow of blood from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath medium and the procedure was completed. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. The dilator was not returned. Then, the returned sample was connected to a syringe with water and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The hemostatic valve dislodged reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).